Manufacturer narrative:
(B)(4).

Event description:
(B)(4). The dentist reported that one month after the dental implant was installed in intraoral region #20, it was verified its non osseointegration. Pt's bone type ii.